Event description:
A percutaneous coronary intervention was performed for a de novo lesion in the left anterior descending (lad) proximal. The target lesion was 90% stenosed without calcification and moderately tortuous. A guide catheter and guide wire were able to be advanced to the lesion without any problems. Intravascular ultrasound (ivus) was performed successfully. A stent was implanted in the lesion, and imaged with ivus successfully. When the physician attempted to withdraw the imaging catheter from the lesion, the catheter's guide wire exit port became stuck on the distal edge of the stent. In attempt to free the catheter, the physician removed the imaging core and introduced a guide wire into the sheath. At this point, the ivus catheter was freed and withdrawn outside of the pt's body. The pt is reported to be in "good" condition.